Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced a recurrent four cannula site infection on (B)(6) 2026, that began about one week ago antibiotics were prescribed, but the site remained red, painful, swollen, and not healing (day six of seven.this is the fourth such infection, the patient reported multiple abdominal nodules and is running out of infusion sites. No further information available.